Event description:
Additional information indicated a manual capacitor reformation was performed; however, it was unsuccessful. During the manual capacitor reformation, the progress bar would indicate it was near completion and tones were emitted. The tones would not go away until the field representative cancelled telemetry. At this time, the patient will be monitored until the radiation is complete.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) underwent radiation therapy recently. During a clinic visit, the clinic was unable to perform lead measurements and the electrogram were flickering. There were no fault codes or error messages received. Technical services (ts) discussed the radiation could effect the memory despite not going into safety mode. Ts recommended performing a manual capacitor reformation. If a capacitor reformation cannot be completed, then there is no guarantee the device has high voltage therapy. It was noted the device is pacing. Ts requested a save to disk and memory dump be completed and sent to ts for review. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
--